Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that there was no device malfunction suspected.

Manufacturer narrative:
Additional information was received that the patient¿s ipg would not hold a charge.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.